Manufacturer narrative:
Other, other text: additional information: b3,b5, and h6 device evaluation: one cadd legacy pump was returned for analysis due to high pressure messages. The pump was tested by the pressure switch test and visual inspection. The customer's reported problem was unable to be duplicated by running the pump with customer's returned program. The technician visually inspected the pump's event history logs which showed "high pressure" alarm messages after starting the pump. It was recommended that the downstream occlusion sensor to be replaced.

Event description:
Additional information received indicated that there was no patient harm.

Event description:
Information was received that a smiths medical cadd-legacy pump was alarming high pressure. No adverse patient effects were reported.